Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix bent.

Event description:
It was reported that during implantable pacing lead (ipl) implant, the lead could not be fixed although physician tried many attempts. The tested impedance was high and thresholds were not ideal. The ipl was removed and replaced with a different lead to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.